Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-03689 for the investigation. If any additional information is received, a followup will be sent

Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 08:22:10. This information meets iipv criteria. No additional information is available.